Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that this device is related to the event.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that this device is related to the event.

Manufacturer narrative:
(B)(4). D10 - medical product: psn asf cr 13mm ply catalog # 42-5110-004-13 lot # 63634750. Psn tib np stm 5 deg sz d l catalog # 42-5320-067-01 lot # 65440604. Psn all poly pat ply 32mm catalog # 42-5400-000-32 lot # 65649259. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2023-00329 h3 other text : product location unknown.

Event description:
It was reported patient underwent a revision procedure eleven months post implantation due to range of motion and flexed knee. Attempts to obtain additional information have been made; however, no more is available.